Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02464 and 07562).

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain and personal injury. A review of invoice history confirmed both surgery dates and suggests the acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet ceramic head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates right hip revision performed on (B)(6) 2012 was due to pain and fluid collection. The patient's operative report noted a pseudotumor.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain and personal injury. A review of invoice history confirmed both surgery dates and suggests the acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet ceramic head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.